Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a problem with the transmitter not flashing or blinking. The customer then stated that she was hospitalized for high blood glucose levels due to issues with her liver. Troubleshooting was performed, but the issues were no resolved. Nothing further was reported.